Event description:
Surgeon punched into hard bone, then tapped prior to insertion. Once implants were fully seated, he pulled the sutures and the top of anchor broke. Surgeon used a metal anchor to complete the case. Further follow up with rep indicated the anchors broke at the hex. One of the anchors was removed but the remaining piece of the second one remains in the pt. No adverse consequences reported as a result of event. This device is used for treatment.